Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had cracked case at display window corner, battery tube threads, and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not performed. The device was returned for analysis.